Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This report was not confirmed and no assignable cause could be determined. If additional information becomes available, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse, in (B)(6), of a bacterial infection of peritonitis coincident with physioneal 40 1.36% and 2.27% and extraneal therapies. On (B)(6) 2012, the patient experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, fever and vomiting. Remedial treatment was initiated, which included vancomycin (500 mg, 1x/day, ip), ceftazidime (1 g, 1x/day, ip), flucloxacilin (500 mg, 3x/day, oral), ciprofloxacin (1 g, 1x/day, ip) and alteplase (5 mg, every 5 days, route not reported). The patient was hospitalized for this event. The peritonitis was caused by an infection of the exit site and subcutaneous tunnel. On (B)(6) 2012, the patient was discharged from the hospital. The patient was reportedly recovering. Administration of vancomycin ended on (B)(6) 2012. Administration of flucloxacilin ended on (B)(6) 2012, however the effluent remained cloudy. Therefore therapy with ceftazidime (1 g/day, ip) and ciprofloxacin (1 g/day, ip) was to be continued for another 14 days. On (B)(6) 2012, the nurse visited the patient to collect additional information and to perform re-training. No additional information is available at this time.